Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. 74 days post index procedure at the first routine follow up, imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the migration is impacting function of the closure device. The physicians are considering retrieving the device or performing another intervention at an unknown date. There were no reported patient complications. It was further reported the closure device migration was confirmed via a computed tomography (CT) scan. There was no thrombus noted. 84 days post index procedure, the patient required minimally invasive cardiac surgery (mics) and the closure device was retrieved and removed. The physicians noted that during the initial index procedure, two tug tests were performed and anchoring was confirmed, but upon further review, the physicians stated it may have been a weak anchoring and may have contributed to the implant migration. It was further reported that the laa was surgically ligated after retrieval and removal of the closure device.

Manufacturer narrative:
B5: information added. H6: impact code added.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. 74 days post index procedure at the first routine follow up, imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the migration is impacting function of the closure device. The physicians are considering retrieving the device or performing another intervention at an unknown date. There were no reported patient complications.

Manufacturer narrative:
B2: outcome added. B5: information added. D6b: date added. H6: impact code updated from no health consequences of impact to device explantation. H6: evaluation method code updated from device not accessible for testing to device not returned.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. 74 days post index procedure at the first routine follow up, imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the migration is impacting function of the closure device. The physicians are considering retrieving the device or performing another intervention at an unknown date. There were no reported patient complications. It was further reported the closure device migration was confirmed via a computed tomography (CT) scan. There was no thrombus noted. 84 days post index procedure, the patient required minimally invasive cardiac surgery (mics) and the closure device was retrieved and removed. The physicians noted that during the initial index procedure, two tug tests were performed and anchoring was confirmed, but upon further review, the physicians stated it may have been a weak anchoring and may have contributed to the implant migration.